Event description:
It was reported the patient had a reaction to the device. The patient did not seem to be allergic to a specific material, but the body was rejecting the device. The physician was to plan an explant ¿soon.¿ it was noted the patient had good relief from therapy and the physician wanted to implant the patient again. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient took an allergy test and there was no allergy. The patient did not exhibit symptoms. The device had been explanted as of the date of this report. No further information was reported.